Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurement, measuring greater than 131 ohms. Latitude data was reviewed, and boston scientific technical services confirmed the high out-of-range shock impedance measurement and indicated that there was no evidence of noise on the shock or rv egms. Additionally, the respiratory rate and heart rate had also decreased. Troubleshooting steps were provided and technical services suggested the healthcare professional to perform an x-ray. No adverse patient effects were reported, and the rv lead remains in-service. Multiple attempts were made to obtain information regarding plan or resolution but unfortunately there was no further information available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurement, measuring greater than 131 ohms. Latitude data was reviewed, and boston scientific technical services confirmed the high out-of-range shock impedance measurement and indicated that there was no evidence of noise on the shock or rv egms. Additionally, the respiratory rate and heart rate had also decreased. Troubleshooting steps were provided and technical services suggested the healthcare professional to perform an x-ray. No adverse patient effects were reported, and the rv lead remains in-service.